Event description:
Midas drill was being used intra-operatively when a black unknown fluid came out of drill hand piece and into the patient wound. Drill hand piece removed from service and given to instrument workroom, then materials coordinator. Supervisor aware, doctor irrigated wound with antibiotic irrigation.